Event description:
It was reported that the patient had an inflatable penile prosthesis implanted. Due to the patient having leukemia, a blood disease, the patient had extremely severe penile fibrosis. Prior to the procedure, the physician did not know many details about the patient lesion. During the procedure, he noted the patient lesion has fibrosis and many dead space.this caused an abnormally erect penis. After the implant, the device could not be used, so it was removed as the patient failed to accept the procedure. The device was removed during the initial implant surgery. Following the procedure the patient was stable and the event resolved. There were no patient complications reported.

Manufacturer narrative:
H3 device evaluation: the ams 700 accessories were visually inspected. No visual abnormalities were identified with the accessories. Product analysis is unable to confirm the reported events.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted. Due to the patient having leukemia, a blood disease, the patient had extremely severe penile fibrosis. This caused an abnormally erect penis. After the implant, the device could not be used, so it was removed. Following the procedure the patient was stable and the event resolved. There were no patient complications reported.

Manufacturer narrative:
Describe event or problem: updated implant date: corrected, device was removed during implant procedure.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted. Due to the patient having leukemia, a blood disease, the patient had extremely severe penile fibrosis. Prior to the procedure, the physician did not know many details about the patient lesion. During the procedure, he noted the patient lesion had fibrosis and many dead space.this caused an abnormally erect penis. After the implant, the device could not be used, so it was removed as the patient failed to accept the procedure. The device was removed during the initial implant surgery. Following the procedure the patient was stable and the event resolved. There were no patient complications reported.